Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in a severely tortuous part of the proximal sfa.the total occluded lesion was pre-dilated with several balloons. Then, the device was delivered to the lesion. When starting to release the stent, it could only be released 20mm. After unpacking the handle, it still could not be released any further. The device was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned disassembled and damaged. The outer shaft has been retracted by about 19 mm. The stent has been partially released. About 152 mm of the stent are still crimped underneath the retractable shaft. The outer shaft is flared at its distal end and the distal stent stopper is deformed, indicating that the stent has been pulled in distal direction which was most likely induced during device withdrawal. Several parts of the handle assembly are missing. The proximal outer shaft has fractured, most likely inside the handle. The fracture site is plastically deformed which is indicative for an overload fracture. The metal tube at the knife holder is kinked directly at the knife. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.